Manufacturer narrative:
On (B)(6) 2017, the contact reported that the pump was "unreliable" and was the cause of the emergency room visit. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was high. The cause of the high bg was not known and multiple boluses were delivered via the pump to address the bg level. The bg then dropped after the boluses were delivered and the customer fell into a diabetic seizure. The customer was transported to the emergency room (ER) by the paramedics and was treated with fluids. Once the customer was stabilized, the ER informed the customer that the bg was 55 mg/dl. The customer was not sure what the caused the low bg. The customer was not admitted to the hospital and left the ER feeling "fine" and the bg was in the target range.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed days before father's day ((B)(6) 2017), but low bg level was confirmed on (B)(6) 2017 during bolus request. There were no erratic bolus requests or basal rate adjustments. There were no obvious insulin deliveries or requests that would cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue; however, a different issue was identified. (B)(4).